Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: the black box data from the time of the alleged complaint was overwritten due to continued pump use. There was no activity outside normal use observed in the black box. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 7:57pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was successfully performed. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient obtained two low blood glucose levels. On (B)(6), 2012 the patient obtained a reading of 22 mg/dl and she was unable to wake up. The patient was treated with glucose and juice and revived. On the morning of (B)(6) 2012 the patient obtained the reading of 53 mg/dl, and received unspecified treatment from her mother. The patient did not seek any medical attention. The reporter noted this was a replacement pump and that the patient had reprogrammed the new pump herself. The pump was not available at the time of the telephone call, so no troubleshooting could be performed. The technical support representative contacted the patient to obtain and verify information; however was unable to reach her by telephone. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.